Event description:
The guidewire plus was used to place three stents within the rca vessel. The last stent was placed and the wire was pulled back and became entrapped within the mid stent. During attempts with force to remove the wire the tip fractured.